Event description:
It was reported that the device's downstream occlusion seal was bubbled and separated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, the downstream occlusion seal to be peeled, and a worn upstream occlusion seal. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.